Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer was hospitalized due to seizures and high blood glucose. Assisted customer with adding a basal rate in the insulin pump. Customer stated the blood glucose at the time of event is unknown, but current blood glucose was 300mg/dl. Customer treated with insulin pump. Customer declined to troubleshoot for high blood glucose. The customer also mentioned a hospitalization due to seizures.